Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the delivery device became stuck on the guidewire. After predilating the lesion, the physician successfully deployed a taxus express2 8.8% 3.5 x 20 mm drug eluting stent without complications. After the stent deployed, the physician then attempted to remove the delivery device. It was then noted that the delivery device "froze" on the forte guide wire. The physician removed the stent delivery device and the guide wire as a unit. There were no pt complications.